Manufacturer narrative:
Section b3: corrected event date section d9 updated due to part return section h3 updated due to device evaluation. Section h6 evaluation codes were updated due to evaluation of device. Device code (annex a) removed a1405 and added a1408 method code (annex b) removed b17 and added b01 and b24 result code (annex c) removed c20 and added c13 conclusion code (annex d) removed d15 and added do2 component code (annex g) removed g07003 and added g0413501 h3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that, while in use on a patient, this 980 ventilator alarmed and entered into backup ventilation (buv). The device was available for evaluation. Although it was reported that the ventilator entered back-up ventilation, a review of the ventilator logs indicates there was a loss of ventilation during use. The service personnel (sp) inspected the unit, confirmed the reported issue and replaced the delivery proportional solenoid (psol). The unit passed all calibrations and tests per the manufacturer's specifications at the time of service. The cause of the event was isolated to a potential fault in the delivery psol. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e, initial reporter, is not available; japan. Medtronic personnel reported event to manufacturer on behalf of the customer/facility. H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while in use on a patient, these 980 ventilators alarmed and entered into backup ventilation. There was no injury to the patient.